Event description:
Customer reports to have received a button error alarm. Customer states when attempts were made to administer a bolus shot numbers began to scroll, then a weak battery was received. Customer attempted to change batteries then received a button error alarm. Customer's blood glucose was 168 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.